Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 31-jan-2024. Additional information (22-feb-2024): in addition to the service actions mentioned in the initial report, a siemens customer service engineer (cse) replaced the integrated multisensor technology (imt) diluent assembly and aliquot probes and aligned all probes. Then, quality controls and a patient correlation study were performed on the instrument, which recovered acceptably. The cause of the falsely elevated sodium result is unknown. The investigation conclusion in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate instrument. The repeat result recovered lower than the erroneous result. The repeat result matched the patient¿s clinical picture and was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on the dimension vista 500 instrument. Quality control (qc) was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse: performed an integrated multisensor technology (imt) power flush and alignment; replaced imt pump tube, sensor, and standard a; performed imt pump rate alignment, imt diagnostics, quick check, and dilution check; primed fluids and the instrument; ran qc. In subsequent visits, the cse replaced imt pump tubing, imt probe, imt consumables; rebuilt the rotary valve; power flushed the imt system; ran imt mixer test, dilution check and qc, which recovered within the range. The cause of the falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.